Manufacturer narrative:
Concomitant medical products: product ID: 8781; serial# (B)(4); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, 300 mcg/day) via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient experienced increased spasticity. Imaging was performed when the catheter did not aspirate for a dye study. Imaging showed the catheter was coiled under the skin in the lumbar spine and was no longer intrathecal. The hcp found a broken suture after opening the patient. The catheter was explanted. A new one was implanted and anchored. The issue was resolved at the time of this report.